Manufacturer narrative:
On 05-dec-2023, additional information was received indicating that the procedural delay was 6 minutes which is below the threshold for reporting to FDA. Based on this additional information, procept deems this event as non-reportable to FDA.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became awarebecame aware that during the aquablation procedural setup, an "e02 - console error" was generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue; however, the aquabeam robotic system generated an "e03 - console error". A 2nd aquabeam handpiece was used, but the issue persisted. The power was brought down to 95%, clearing the error, and the procedure was completed. The reported event caused a surgical procedure delay of over 20 minutes. There were no adverse consequences to the patient due to this event.

Manufacturer narrative:
Component code = 4756 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.